Manufacturer narrative:
Batch review performed on 08 august 2025. Lot 2339034: (B)(4) items manufactured and released on 23-sept-2024. Expiration date: 06-sept-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: revision after 2,5 months since the previous surgery due to a loose baseplate. This is a second revision, the first one consinsted of a changing from an anatomic to a reverse. A grs full wedge was used in the first revision. From the radiographic image it is visible that the baseplate position is suboptimal, showing the loosening of the baseplate. The surgeon revised the reverse shoulder to a hemi shoulder. These findings suggest poor integration and possible mechanical instability of the glenoid component. In the absence of additional clinical or radiological history, we assume this is a case of aseptic loosening. This is a known adverse event described in literature following primary shoulder arthroplasty, and the exact cause of failure cannot be determined. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient underwent primary surgery on (B)(6) 2025. On (B)(6) 2025, the patient presented with pain due to a failed subscapularis muscle, the cause of which was unknown. The surgeon revised the implant from an anatomic shoulder to a reverse shoulder. The surgery was completed successfully. On (B)(6) 2025, the patient again presented with pain, this time due to a loose baseplate, with the cause remaining unknown. The surgeon revised the reverse shoulder to a hemi shoulder. The surgery was completed successfully.